Manufacturer narrative:
The device involved in the event was disposed; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) precaution: do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation. As indicated in the device instructions for use (dfu) warnings: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance, or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors have contributed to the event as reported. Despite attempts to gather additional event and patient information, no further information has been received to date. Therefore, sections in this report are blank or unknown due to missing information. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: tried to advance and deploy stent and wire became wrapped and broke off with part of the stent. What troubleshooting steps took place? Snared out the pieces. What is the next course of action?: unknown. Patient present at time of event?: yes. Patient complications: other. Provide details for "other" patient complication: snare needed. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown. Medical or surgical interventions: snared out piece of stent and wire patient admitted to hospital beyond the standard of care: unknown. Patient outcome: unknown. Was issue present upon opening package?: no. Question: how was the device removed from the patient (i.e. Pulled, snared, etc)? Answer: snared. Question: was the device removed from the patient in one piece? Answer: unknown. Photo or video of issue: no. Procudure was completed using an alternative method/device.